Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that no pulses were present in the impella leg following impella cp implant. An external bypass procedure was discussed, but the physicians opted to try to regain pulses with lower pressors, a warming blanket, and the application of nitro paste to the foot. The decision was made to withdraw care. It is unknown if the actions taken resolved the condition as the pump was subsequently explanted the following day. The patient was expired at time of explant. Upon review by abiomed's medical safety officer, there is no association between impella use and the patient's outcome.